Event description:
Ous MDR - after an implantation period of about 77 months, it was reported that a home monitoring alert indicated an approaching battery depletion within 2 - 3 weeks. The device was explanted on (B)(6) 2014, when the device was at eri. The ICD was returned to biotronik for analysis. The date of implant was not provided. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. The device was implanted for 77 months. A number of 27¿charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The memory content of the device was inspected. Thereby an inconsistency of current consumption and battery voltage was noted. Therefore, the ICD was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be depleted. The electronic module was attached to an external power supply. The electrical parameters, particularly the current consumption of the electronic module were found to be normal. The battery was sent to the manufacturer for further analysis. Analysis of the battery:the manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. Next, the battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage was identified, which led to an increased internal self-depletion within the battery. In summary, the ICD was implanted for 77 months and 27 charging cycles were documented. A internal insulation damage within the battery contributed to the battery depletion of the ICD and in consequence to the clinical observation. All therapy functions of the ICD were fully available.